Manufacturer narrative:
A ge service representative performed an on site investigation. The steering handle was tightened and repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had the steering handle off center. No patient injury was reported.